Event description:
It was reported that (B)(6), rn, reported experiencing air-in-line alarms with no visible air noted in the tubing with maintenance IV fluids. She stated she changed the IV pump channel and continued to experience air-in-line alarms. She had to change the IV set to get resolution of the air-in-line alarms. She further stated that this has happened to her approximately (15) times in the last (2) months. There was no patient harm. No additional information was available.

Manufacturer narrative:
Initially reportable but additional clinical review determined this to be not reportable.- supplemental MDR created to report non-reportability.

Event description:
It was reported that erin murray,rn, reported experiencing air-in-line alarms with no visible air noted in the tubing with maintenance IV fluids. She stated she changed the IV pump channel and continued to experience air-in-line alarms. She had to change the IV set to get resolution of the air-in-line alarms. She stated this has happened to her approximately 15 times in the last 2 months. There was no patient harm. No additional information was available.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Customer states 15 occurrences in the last 2 months.

Event description:
It was reported that (B)(6) rn, reported experiencing air-in-line alarms with no visible air noted in the tubing with maintenance IV fluids. She stated she changed the IV pump channel and continued to experience air-in-line alarms. She had to change the IV set to get resolution of the air-in-line alarms. She stated this has happened to her approximately 15 times in the last 2 months. No additional information was available.